Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. No motor error alarm noted and the motor was tested outside the device and passed. The insulin pump has battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corner.

Event description:
It was reported that the customer had normal blood glucose levels of 99 mg/dl. The customer reported a motor error alarm from the insulin pump during basal. Troubleshooting was done. It was reported that the customer was not using the sensor feature of the insulin pump. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was able to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.